Event description:
Initial information regarding the event was received in 11/2005, but no specific details were available at the time other than the part number. Hosp account information became available 3 weeks later, but event was inadvertently not logged as a complaint because further information had been requested from the surgeon. The event was re-evaluated upon further review of documentation awaiting customer response. Surgeon informed sales rep that pt had a lot of swelling post op (hammertoe surgery). No information is available regarding cultures being performed and/or revision surgery needed. This is one of eight similar incidents for post op swelling, reported from the same facility and involving the same surgeon. This device is used for treatment.